Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
Peg inserted over the guidewire; user was pulling dilator/feeding tube through the abdominal incision, when the tubing became stuck and could not be advanced or retracted through the stoma. The dr cut the dilator at the external abdominal wall and was able to push the tubing back into the stomach and remove it through the esophagus. The pt was then referred to surgery for placement of a feeding device. At some point during the surgery, the pt suffered a myocardial infarction and died.